Event description:
The provider states the cylinder is worn out and the chair isn't braking like it should. He states the knurled edges aren't holding.

Manufacturer narrative:
Should additional information become available a supplemental record will be filed.